Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a routine interrogation, the clinician noted one stored ventricular episode with noise on right ventricular (rv) and shock channels. Pacing was inhibited for about four seconds to an escape rate of around 30 bpm. It was noted that the patient was asymptomatic and was unaware of what he was doing at the time of the episode. Isometrics were negative for rv noise, however there was noise on the shock channel. The sensitivity was programmed to 0.8mv and they will continue normal three month follow-ups. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this device was explanted following the pateint's death. The device was returned for analysis. There were no device allegations relating to the patient's death.